Event description:
It was reported the customer received a blank display after replacing their battery. Customer stated that the display does not return after they inserted a new battery. The customer also stated a replacement battery cap did not resolve the issue. Customer's blood glucose was 146 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.